Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The approximate age of device: 1 year and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was having problems with driveline ¿slipping¿ on (B)(6) 2019. The patient experienced a fever on (B)(6) 2019 with redness, pain and yellow discharge with blood at driveline site. Patient was admitted to the emergency department on (B)(6) 2019 for evaluation of driveline infection. It was reported that cultures were 2+ pseudomonas aeruginosa. The patient was given vancomycin and cefepime then changed to ceftazidime. Surgical debridement and driveline revision was performed on (B)(6) 2019. No additional information was provided.

Event description:
Driveline debridement was performed on (B)(6) 2019. Patient was started on a 3 week course of ciprofloxacin. The issue was reported to be resolved on (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: the cause of the reported event could not be determined. The patient remains ongoing on vad support and no further issues have been reported. The hm3 IFU lists bleeding and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.